Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic after receiving a patient notifier, post-paced t-wave oversensing was observed on the ventricular channel. One programming change was made. Five days later the patient presented to the emergency room after receiving another vibratory alert for t-wave oversensing. New programming changes were made. The patient will be followed up normally.